Manufacturer narrative:
The device was received for evaluation. During functional testing, not alarming an upstream occlusion did not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an not alarming upstream occlusion during testing at the biomedical service department. There was no patient involvement. No additional information is available.